Manufacturer narrative:
No product has been returned for eval. Should new info become available a f/u MDR will be submitted.

Event description:
Received info stating pt experienced low bg's and seizures. Pt was hospitalized on two different occasions.